Manufacturer narrative:
Concomitant medical products- ref#: 00877501436, lot#: 2720979, name: biolox delta taper lnr mm/36 6 - ref#: 300049100, lot#: 2906263, name: ms-30, stem, standard, cemented, 10, taper 12/14 - ref#: 0100351012, lot#:2905780, name: ms-30, distal centralizer, cemented, 10/12. Trend analysis: no trend considering the following event is identified: dislocation device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description: it was reported that a patient underwent initial hip arthroplasty on (B)(6), 2017 and was implanted with a biolox delta head und liner. Subsequently patient underwent a revision surgery on (B)(6) 2017 due to dislocation. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis no product was returned to zimmer biomet for in-depth analysis as the surgeon did not approve for return. Root cause analysis: root cause determination for biolox liner using dfmea: - dislocation due to malpositioned shell possible: as no x-rays have been available, a malpositioning of the shell cannot be excluded. - dislocation due to surgeon does not follow surgical technique or package insert possible: it cannot be excluded based on the available information. - dislocation due to impingement from component to component contact possible: it cannot be excluded based on the available information. - dislocation due to impingement from bone on component contact possible: it cannot be excluded based on the available information. - dislocation due to impingement from bone on bone contact possible: it cannot be excluded based on the available information. - dislocation due to joint laxity possible: it cannot be excluded based on the available information. No x-rays or surgical reports have been available. Root cause determination for the biolox delta head using rmw: - failure of connection between stem and ball head, dislocation, subluxation, abrasive wear due to inadequate head design leads to impingement; limited range of motion not possible -> a systematic issue with design would have been detected as part of the issue evaluation assessment. - postoperative tissue reaction, metalosis, dislocation, aseptic loosening of stem, osteolysis due to pe, ceramic or metal particle release from articulation (head and inlay) or taper (head and stem) connection due to wear not possible -> a systematic issue with design would have been detected as part of the issue evaluation assessment. Additionally, the wear performance testing is documented in the compatibility file (chapter "wear performance"). - postoperative tissue reaction, dislocation, aseptic loosening of stem, increased wear, osteolysis due to increased friction for ceramic-on-poly or ceramic-on-ceramic bearing leading to loosening of components or increased wear => not possible -> a systematic issue with design would have been detected as part of the issue evaluation assessment. Additionally, the wear performance testing is documented in the compatibility file (chapter "wear performance"). - failure of connection between stem and ball head, dislocation, subluxation, abrasive wear due to impingement (component to bone, component to component, component to soft tissue) due to malposition of components (stem, head, cup) possible, as no x-rays are available, a malpositioning cannot be excluded. - dislocation, subluxation, leg length discrepancy, aseptic loosening of components due to selection of wrong components (e.g. Wrong size of head diameter and/or offset) possible, as no x-rays or surgical report have been available, it remains unknown whether the correct head size for the patient has been chosen. However, the product compatibility can be confirmed(www.productcompatibility.zimmer.com). - dislocation, subluxation, abrasive wear, leg length discrepancy, impingement, limited range of motion due to soft tissue laxity possible, as no information concerning the patient's soft tissue is available, this cannot be excluded. It remains unknown whether the instruction given in the packaging insert IFU (chapter: "contraindications") have been followed and whether the trial components for heads (trial heads with different offset and taper) have been used during implantation. Conclusion summary it is reported that the patient was revised due to dislocation. The manufacturing documents confirm that the products met all specifications to perform as intended. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Additionally it remains unknown, whether the inclination angle of the acebular cup is in the range of angle as suggested in the surgical technique. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
Additional information was requested and is currently not available. Where lot number was received for the device, the device history record were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that a patient was implanted on (B)(6) 2017 with a biolox® delta, ceramicfemoral head, xl, 36/+7, taper 12/14 and was revised on (B)(6) 2017 due to dislocation.